Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_ens_stimulator, lot# serial# unknown, product type: external neurostimulator. Product ID: neu_ins_stimulator, lot# serial# unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot# serial# unknown, product type: implantable neurostimulator. Please note that the following device specifics were provided in the article: resume lead (specific model # not provided); implantable neurostimulators itrel or synergy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pt age: this value is the average age of the patients reported in the article as specific patients could not be identified. Pt gender: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. He device was used in an off label manner. Concomitant medical products: product ID 3586, product type: lead. Product ID 3586, product type: lead. Product ID 3586, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Kolodziej, m.a., hellwig, d., nimsky, c., benes, l. Treatment of central deafferentation and trigeminal neuropathic pain by motor cortex stimulation: report of a series of 20 patients. Journal of neurological surgery, part a: central european neurosurgery. 2015;77(1):52-58. Doi: 10.1055/s-0035-1558419. Summary: motor cortex stimulation (mcs) is an alternative treatment modality for central neuropathic pain, if conservative treatment failed. Study aim was outcome assessment after mcs. Reported events: a patient with motor cortex stimulation (mcs) to treat neuropathic pain had the system explanted due to a wound infection. It was noted that after wound healing a new system was implanted that again resulted in complete pain relief; a patient with mcs to treat neuropathic pain experienced a loss of stimulation one month after implant because of a lead breakage secondary to a head injury. A revision surgery was performed and ¿pain relief was obtained.¿; a patient with mcs to treat unilateral central pain experienced a loss of stimulation after 1 year. Testing of the system was performed but was inconclusive. As a result the lead was surgically replaced resulting in a return of pain relief; a patient with mcs to treat deafferentation pain experienced a loss of stimulation after 1 year. Testing of the system was performed but was inconclusive. As a result the lead was surgically replaced resulting in a return of pain relief. The authors reported that the patients were implanted with synergy or itrel devices, but no specific model numbers related to specific events or other device information could be ascertained from the article, nor could the reported events be matched with any previously reported events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.